Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that a system notice was received indicating that blood was detected in the catheter.

Event description:
It was reported that during a cardiac ablation procedure using the catheter, the balloon burst according to information from the console. The balloon catheter was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot number 23165 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 3 applications on the reported event date. During functional testing, the console terminated the application and triggered system notice n-046, an error message stating that the system detected a compromised balloon indicating there was an outer vacuum leak. During pressure testing of the balloon segment, an inner balloon breach was observed. Dissection of the balloon segment identified an inner balloon breach along the balloon mold line. In conclusion, the reported balloon breach was confirmed through analysis. The balloon catheter failed the returned product inspection due to the inner balloon breach and the balloon material fractured at the mold line. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.